Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads,missing reservoir tube o-ring and broken off reservoir tube lip. The reservoir tube lip completely broken off and test reservoir will not lock/click in place. (B)(4).

Event description:
Customer reported via phone call that there is physical damage to the insulin pump; the reservoir rim broke off and the reservoir was coming out of the device. The patient's blood glucose at the time of incident was 180 mg/dl. Troubleshooting was initiated for the physical damage. The customer did not recall any significant events leading to the physical damage; the customer was working in the yard. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.